Event description:
Boston scientific received information that during the implant procedure; this right ventricular defibrillation lead exhibited shock impedances greater than 125 ohms. In addition, damage to the conductor coil was noted. The lead was removed and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. All measurements were within normal limits, indicating conductor and insulation continuity. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal and distal edges of the proximal shocking coil. Associated with this was a slight stretching of the proximal and distal ends of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. It is important to note that bunching of the gore material is unlikely to affect the functionality of the lead; however, both bunching of the gore and stretching of the shocking coil may result in the lead being more susceptible to tissue in-growth. Laboratory analysis confirmed the stretched shocking coil on the rv lead, but was not able to confirm the out-of-range shock impedance measurement, as the lead was electrically continuous.